Event description:
Post surgery s/p mva 12/08 the pt was schedule for revision of spinal cord stimulation. The stimulation needed to be repositioned as it was not alleviating the pain as needed. After repositioning when the pt was in the recovery area he noticed numbness and pain in his right leg and foot. The pt was urgently returned for evacuation of hematoma and removal of the doral thoracic stimulator. Residual effects are deficit in right leg.